Event description:
It was reported through the attorney for the pt as a result of a legal claim that allegedly "the pt received a trident ceramic on ceramic hip system." It was further alleged that "the pt is experiencing 'squeaking' from the system.

Manufacturer narrative:
The info in this report was provided by (B) (4). No additional info is available at this time. The devices are not available due to the ongoing litigation.